Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for complex regional pain syndrome and spinal pain reported their implantable neurostimulator (ins) wasn't working. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.